Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a manufacturer's representative. The patient was receiving morphine 20.0 mg/ml at 24.023 mg/day. The pump logs were read. Repeated motor stalls and motor stall recoveries occurred starting on (B)(6) 2016. Eight (8) motor stalls occurred over the course of approximately 13 hours. On (B)(6) 2016, a pump refill occurred and an active audible alarm was silenced. On (B)(6) 2016, the "stopped pump period may exceed tube set" message occurred. Motor stall recovery then occurred on (B)(6) 2016, with another motor stall occurring shortly after. The next day, a low reservoir alarm occurred with an empty reservoir alarm occurring 2 hours later. The next day, another "stopped pump period may exceed tube set" message occurred. It was noted that the pump was explanted on (B)(6) 2016 and replaced. The cause of the motor stall was not determined. The patient was doing fine and therapy was effective.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump. A motor stall was reported. The issue could not be resolved by programming with a physician programmer. No surgical intervention occurred and it was unknown if surgical intervention was planned. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury.